Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, the bottom of one (1) tube ruptured and an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary:bd received one photo for investigation. In the customer photo, four tubes are visible, one with damage at the bottom and three showing underfill with a small amount of specimen visible. Additionally, 30 retained samples underwent visual inspection for broken or damaged tubes, and all tubes were within specification limits. Furthermore, 10 retained samples underwent functional tests for brittleness, and 20 retained samples underwent functional tests for low or no draw, with all retained samples passing these tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: cracked product/component and underfill based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, the bottom of one (1) tube ruptured and an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.